Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: none. Adverse event: subarachnoid hemorrhage. Onset of adverse event: post procedure. It was reported that one day post successful stent implantation in the left carotid artery bifurcation, the pt was re-hospitalized with subarachnoid hemorrhage with altered mental status, right upper extremity weakness, slurred speech, and headache. Blood pressure was elevated. Concomitant medications included aspirin, plavix and coumadin. Treatment included administration of vitamin k, platelets, fresh frozen plasma, lopressor and cardene were administered. The pt's condition improved, but is continuing. Though requested no additional info was provided.